Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. B3: event year only reported: 2025. D4 batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the reported different of serial number between the system and label. The serial number label was identified in the investigation to address the issue. The repair was declined. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that equipment has a different serial number in the software with the label. Software upgrade.